Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false atrial tachycardia (at) episodes for atrial oversensing were observed via remote transmission. No interventions were performed.